Event description:
It was reported that two days post implant, intermittent loss of atrial sensing occurred. Also reported was no atrial or ventricular pacing when patient's hr dropped below 30bpm. The device was explanted and replaced. Follow-up reports 90 secs of chb was seen on monitor first post-op night. Upon testing, found no atrial marker channels even at sensitivity .15mv and obvious p-waves present. Marker channels intermittently come and go. At reop, no lead or ICD problems were detected. No patient complications have been reported as a result of this event.